Manufacturer narrative:
Per follow-up good faith effort (gfe) response received 02jan2025, the biomedical engineer (bme) noted that the device only ran on battery power when it was plugged in. The bme installed the replacement power supply and verified that the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device should run off of the power cord when plugged in, but the device alarmed for internal battery in use. At this time, it is unknown if there was n patient involvement at the time the issue was discovered; however, there was no reported harm to the patient or user. The customer called technical support to report that the device should run off of the power cord when plugged in, but the device alarmed for internal battery in use. Investigation is ongoing

Manufacturer narrative:
Per good faith effort (gfe) response, the biomedical engineer (bme) stated that the issue was confirmed after technical support suggested verifying the power coming from the orange and brown wires in the power harness. The bme ordered the replacement pm pcba for repair, and upon receiving the new part, the bme performed the replacement, but the issue remained. The bme then ordered the replacement power supply. The repair is still pending. Additionally, the biomedical engineer (bme) stated that the serial number of the device that is associated with this case is sn (B)(6). H11-d4: (B)(4).